Manufacturer narrative:
H6: device code 2017 - against resistance. The device was returned for analysis. The reported guide break was confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported force was applied to remove the device. The proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that puncture closure of an unspecified vessel was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention. Reportedly, there was no resistance in steps 1-3. The feet did not retract and the proglide device became stuck. Force was applied attempting to remove the proglide and the guide broke. The vessel was incised and the device was removed. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, there was no resistance in steps 1-3. The feet did not retract; the proglide device was difficult to remove. The vessel was incised to remove the proglide. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.